Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. There was difficulty in removing this lead from the myocardium. Upon removal, it was found that the helix was bent. A new rv lead was successfully placed, and the procedure completed. No adverse patient effects were reported outside of the prolonged procedure. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried bodily fluid and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. There was difficulty in removing this lead from the myocardium. Upon removal, it was found that the helix was bent. A new rv lead was successfully placed, and the procedure completed. No adverse patient effects were reported outside of the prolonged procedure. This product has been received by boston scientific for further investigation.